Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy; further described as ¿during disconnect that the dark blue part was spinning out¿. The transfer set was used for one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Hand twist testing was also performed on the female connector with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.